Event description:
Legal counsel for patient reported patient underwent a hip arthroplasty on an unknown date. There has been no reported revision procedure to date. Legal counsel further reports patient allegations of pain, discomfort, and difficulty walking. A review of the invoice history indicates patient underwent a total hip arthroplasty procedure on (B)(6), 2007. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay that this report is a duplicate of medwatch 1825034-2014-06194. This medwatch 1825034-2014- 05515 is considered closed at this time.